Event description:
The customer's mother stated that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 680 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed correctly. The prime, self, and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product thas been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.